Manufacturer narrative:
The reported events were dislodgement, noise, and sensing issue. As received, a complete lead was returned for analysis. The helix mechanism test was unable to be performed due to the helix damaged as received. The reported event of noise and sensing issue were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. All damages found are consistent with procedural damage.

Event description:
It was reported that the patient presented to the hospital remotely for a follow-up on (B)(6)2023. During examination of lead, it was noted that there was lead noise, decreased p wave sensing and no capture threshold on the right atrial (ra) lead. After further assessment in clinic, fluoroscopy confirmed ra lead dislodgement. The ra lead was explanted and replaced on (B)(6) 2023. The patient was in stable condition.